Event description:
Information was received from a healthcare facility via manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the fixed tip screw turns. Patient involvement in the event is unknown. No further complications were reported/anticipated. Additional information was received. It was reported that there was no patient involved in the event.

Manufacturer narrative:
H3: product analysis - product: 9560524, lot no: my19a001 the requested phenomenon was confirmed during the incoming inspection. G2: country of origin - japan this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.